Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI # (B)(4). Report source foreign - (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the three returned products confirmed the presence of foreign debris in the packaging. Device history record was reviewed and no discrepancies were found. It was concluded that debris from the packaging materials fell inside the package during sealing/packaging. Therefore, the root cause of the reported issue is attributed to a manufacturing deficiency. Corrective action reviews were initiated to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon further review, it was found that the notification date of when the first zimmer biomet employee was aware was actually may 29, 2018, rather than jun 7, 2018 as previously reported. Please disregard jun 7, 2018 as this was reported incorrectly.

Manufacturer narrative:
(B)(4). Medical product: tear drop guide wire 3.0 mm diameter 100 cm length catalog#: 47249009700 lot#: 64000511, tear drop guide wire 3.0 mm diameter 100 cm length catalog#: 47249009700 lot#: 64000511. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03542, 0001822565-2018-03543. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the referenced product had foreign debris found in the package during kit inspection at the warehouse. There are no adverse events as a result of this malfunction as there was no patient involvement.